Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found to have premature battery depletion and failure of radio frequency telemetry. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Corrective programming changes were made to resolve the event. No patient consequences were reported and the patient will continue to be monitored.